Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The consumer reported that ¿probably in the last month¿ the patient¿s ins wasn¿t holding a charge as long as it used to. The consumer reported that the patient¿s settings weren¿t very high. The consumer reported that the patient used to charge every 3 days but now her ins battery was depleting faster. The patient reported that yesterday the patient¿s ins was at 60% and today her ins battery was too low to do a reading. The consumer reported that the patient was able to charger her controller with no problems and that the patient¿s ins charged at excellent and wasn¿t worried with how her ins was charging. There were no falls or traumas that could be related to the issue. No further complications were reported.

Manufacturer narrative:
Corrected to adverse event & product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and their family member. Patient weight information was provided. The patient was apparently forgetting to recharge her battery and increased the program delivery. The device seemed to be ok. Later, it was stated that the ins is discharging too quickly and stated that the ins will go completely dead and due to this stimulation will turn off. Caller further clarified that patient was told her ins battery level should last 3 days, but stated that patient is charging daily. It was confirmed that patient has not had any recent trauma or falls. No further complications were reported.